Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when applying the clip, it would feed an additional clip. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Sticking jaw/cam,malformed clip, the (B)(4) was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws and one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. Please note that an investigation has been initiated to address the root cause of this issue. In addition, the device locked out as intended but the orange indicator did not show up completely. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.